Manufacturer narrative:
(B)(4). The actual device was returned along with forty-three needled hubs, two pieces of used growject cartridges; a human growth hormone, for evaluation. All forty-four pieces were visually observed, one needle was bent from its base while the tip was found to be deformed. The remaining forty-three pieces of the needles were examined. The forty-three needles were inserted through growject cartridge to test penetration performance. Every needle was smoothly removed together when outer needle cap was attached. None of the needles remained attached in the device. A combination of pen injector device (novoflex) and the forty-three sample needles were tested. All needles were attached to the device by twisting clockwise, and then removed by twisting counterclockwise. None of the needles remained attached in the device. Since the fitting force between the needle and outer needle cap was presumed to be potentially lower than the standard spec, the value was tested and measured. Using a measurement device, a fitting force test between the needle and outer needle cap was performed to check the strength of the needle by pulling the needle from the outer needle cap. The average value was: 6.5n (4.2n minimum- 8.6n maximum), terumo internal standard is 1.5n - 14.9n. The record was traced back up, to 5 years, and no irregularities in relation to the reported issue were found. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not touch the needle directly", "be careful about needle stick injury", and "hold the pen-injector firmly while you screw the needle counterclockwise and remove it from the pen-injector." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported a needle stick with the involved device after a procedure. Follow up communication with the user facility reported the following information: when the mother of the patient attempted to detach the used needle from a pen injector device, she was unable to do so. She pinched the needle-hub firmly and later removed it. While the exposed tip that was protruding on the cartridge site was being pushed to place it back inside the outer needle cap to dispose of, her finger accidentally contacted the tip, and then incurred a needle stick injury as consequence. It was reported that the child that was being treated was fine. The current condition of the mother who incurred the needle stick is unknown.